Event description:
It was reported that the lead became dislodged due to twiddler's syndrome. The lead was removed when a reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.